Event description:
During placement of the pacemaker, the anchoring sleeve was found to be missing. It was subsequently found in the subclavian vein of the patient, floating on the lead wire. The anchoring sleeve was retrieved without additional surgical intervention, as the lead was pulled out. Dr. Placed the pacer, did not view this event as a device related, adverse event.